Event description:
It was reported that the peel-away sheath spit and rucked up rendering it useless. The user had to open another pack. The patient was unharmed however there was delay to the procedure.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied photos showing the catheter and a split in the peel-away sheath. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit includes the following statements as warnings and cautions for the user: "do not withdraw tissue dilator until the sheath is well within the vessel to reduce risk of damage to sheath tip." "Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." "Never reinsert needle into sheath, to reduce risk of possible sheath embolism." The reported complaint "peel-away sheath split prematurely" was confirmed through examination of the customer supplied photos. The image showed a split in the peel-away sheath; however, the actual complaint sample was not returned for evaluation. The device history record for the sheath was reviewed with no evidence to suggest a manufacturing related cause. The probable cause could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the peel-away sheath spit and rucked up rendering it useless. The user had to open another pack. The patient was unharmed however there was delay to the procedure.